Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen went blank. The customer changed the battery and set the time and date and the blank display anomaly recurred. The customer did not have the insulin pump on his person at the time of call. No products were returned or replaced.